Event description:
Information was received that reported a patient was hospitalized in 2007 due to erratic blood glucose levels. The reporter believes the patient's blood glucose was low upon waking on the same day. At noon, the patient stated her blood glucose was 120, but upon review, the reporter (the patient's mother) states, the device history record a low of 31 mg/dl. Around 17:00, the patient was "not with it" the reporter tested her blood glucose and she "was low", she was given some glucose gel and the paramedics were called. Reportedly, the paramedics tested the patient with their meter and stated she was at 138 and gave her more gel. They tested again and stated she was at 360, at this time the paramedics departed. At 18:30, she was brought to the ER by her family, as she was still "not acting right" she was hospitalized for "very low" blood glucose and treated with glucose IV. She was released the next day. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.